Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarms appeared yesterday evening at 10.57pm. Fixed prime were correctly recorded on daily history. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No pump error 54 or pump error 3 alarms noted during testing. The formatted history file does not confirm pump error 54 or pump error 3 alarms.